Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen via an implantable pump. It was reported that the patient¿s catheter was explanted. During the pump replacement procedure, the catheter did not aspirate. The healthcare provider made the decision to revise the catheter. When the healthcare provider removed the catheter, the tip was missing and they were able to see via xray that it remained. No cause for the issue was determined. No patient symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 8781 serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2026 product type catheter product ID 8781 serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2026 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 07-mar-2025, UDI#: (B)(4); product ID: 8781, serial/lot #: (B)(6), ubd: 29-nov-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.